Event description:
International customer reported that the device tore four days after being placed in service. The device was removed from service and exchanged. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.